Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited atrial undersensing noted on current and stored electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2018, it was further reported the patient had an un-witnessed fall at home. Hypotensive at emergency visit with acute kidney injury and was dialysed. Septic shock and lactic acidosis also noted. The patient expired secondary to acute respiratory failure from septic shock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.